Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient was admitted to the hospital due to inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. A technical service (ts) consultant was requested to review device data. Ts confirmed inappropriate shock due to oversensing of noise. Ts provided recommendations for additional testing. During additional testing, the physician reporter the noise could be recreated with certain movement. Ts advised concerns regarding a potential electrode damage/fracture. Ts provided recommendations for x-ray imaging. At this time the device remains implanted. New information was received indicating that this sicd and its electrode were explanted due to chronic noise not being able to be identified. A new device and electrode where implanted. Beside surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital due to inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. A technical service (ts) consultant was requested to review device data. Ts confirmed inappropriate shock due to oversensing of noise. Ts provided recommendations for additional testing. During additional testing, the physician reporter the noise could be recreated with certain movement. Ts advised concerns regarding a potential electrode damage/fracture. Ts provided recommendations for x-ray imaging. At this time the device remains implanted. New information was received indicating that this sicd and its electrode were explanted due to chronic noise not being able to be identified. A new device and electrode where implanted. Beside surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital due to inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. A technical service (ts) consultant was requested to review device data. Ts confirmed inappropriate shock due to oversensing of noise. Ts provided recommendations for additional testing. During additional testing, the physician reporter the noise could be recreated with certain movement. Ts advised concerns regarding a potential electrode damage/fracture. Ts provided recommendations for x-ray imaging. At this time the device remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.